Manufacturer narrative:
The following day prior to a tosoh field service engineer arriving on site, the customer discovered that the cups were not sitting down all the way in the incubator so the customer proceeded to remove the incubator and cleaned the cup wells. The customer then ran quality controls with acceptable results. Review of service and complaint history for serial number 10634003 was conducted from 26-mar-2015 through 26-apr-2016 for similar complaints and identified no similar type of event. The most probable cause of this event may be related to obstructed cup wells. The aia-900 service, operator's and sorter operator's manuals were reviewed and found to clearly address calibration, operation, maintenance, flags, and error messages pertaining to the aia-900 system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported receiving error codes 4275 incubator slip and 4276 incubator positioning during use of the aia-900 analyzer. The customer powered down the analyzer and rebooted, receiving the same error codes. The customer further reported getting error code 2160 cup transfer. The customer cleaned the incubator and pick up chuck and sensor and still got the 2160 c transfer cup error code. A field service engineer (fse) was contacted to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.